Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow cannula thrombus could not be confirmed as no images were provided, and the product remains in use. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account submitted four sets of log files for review. When comparing the data from (B)(6) 2025 with data from (B)(6) 2026 ¿ (B)(6) 2026, the patient's baseline power and flow appeared to have increased as pulsatility index decreased. A specific cause for the upward trend in power and flow could not be conclusively determined through this evaluation. No other notable events or alarms were captured throughout the submitted log files, and the pump appeared to function as intended and operated above the low speed limit for the duration of the captured data. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported at this time. The device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis and renal failure, which may be associated with the use of heartmate ii lvas. Section 1 of the IFU addresses pump parameters including pump speed, power, flow, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section outlines the indications of thrombus and how to respond to such events. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 6 of the IFU (under ¿pump performance monitoring¿) explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with heart failure symptoms. The site was working up different diagnoses, and expressed concern about the patient's pump which had a rise in flow and power over the last six months. The patient's lactate dehydrogenase (ldh) was at their baseline, and their plasma free hemaglobin was pending. There were no clinical signs of hemolysis. The site also was trying to work up an extrinsic outflow graft obstruction (eogo), but the patient's kidney function would not allow for a computed tomography (CT) scan to be performed. Log files were submitted for analysis which captured routine events, and it was noted that there was an increase in baseline power / flow starting in the log file from (B)(6) 2026. Eogo was not confirmed, and an inflow thrombus was found on the CT scan. The patient experienced shortness of breath, fluid overload, and renal insufficiency. The patient was not a surgical candidate, so they were placed on bivalrudin with return of normal pump parameters at the time of discharge. It was noted that the thrombus was likely not resolved but was improved.